Event description:
It was reported in 2008, a stenting procedure to treat intracranial atherosclerotic disease in the right middle cerebral artery. The pt has a history of coronary artery disease, myocardial infarction, diabetes mellitus, hyperlipidemia, hypertension, seizure and stroke (treated with angioplasty in 2005). For this procedure in early 2006, pre-procedure stenosis was 95%. The pt "was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis is unk. In a follow up visit on three and a half months later, the pt was noted to have a stroke, resulting in hospitalization. Cerebral imaging performed the next day showed evidence of symptomatic target lesion restenosis. This was treated with revascularization, which occurred on the next day. The stroke resolved with residual effects on approx six months later. Cerebral imaging performed on approx one month later, showed no evidence of target lesion restenosis; however, pseudo occlusion of the right m1 proximal segment (outside of subject device) was noted. Cerebral imaging performed in 2007, showed no evidence of target lesion restenosis or other changes.

Manufacturer narrative:
Device code other: subject device was placed without incident; however, the pt had a stroke and symptomatic target lesion restenosis noted in a follow up visit. Requests for follow up information have been unanswered to date. The reported adverse event (stroke, restenosis) is contained in the device directions for use. The subject device may have been used off-label because it should be used with a gateway balloon catheter (unk balloon catheter used). Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.